Manufacturer narrative:
Results: 40 samples without packaging were returned for evaluation. All returned needles were examined and all samples exhibited slight damage to the hub as well as particles on the surface of the hub. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of polypropylene. Due to the low severity and occurrence level of the customer's reported defect, further investigation was not performed. Complaints received for this device and reported condition will continue to be tracked and trended. Conclusion: an absolute root cause for this incident was determined. The foreign matter was confirmed to be polypropylene through ftir spectral analysis. (B)(4).

Event description:
It was reported that during the teleflex manufacturing process, foreign matter was discovered in a 22 g x 1 1/2 in. Bd safetyglide¿ needle. Due to this incident the whole lot was rejected. The device was not used and there was no report of injury or medical intervention.